Event description:
The pt was implanted with a synchromed pump and catheter for infusion of intrathecal morphine for pain in 1994. The pump was replaced in 1998. In 3/1999, an MRI showed a mass at the t9-10 level, near the tip of the catheter. The mass was removed and was found to be fibrotic, lamellated, partially calcified, and adherent to the dorsal spinal cord and dura. The initial pathology report indicated a neoplasm, but the final report indicated that the mass was reactive or inflammatory. A residual mass appeared on the postoperative MRI and the pt complained of weakness and falling. The hcp has requested further info from the MFR on this adverse event and co's clinical info center has provided this info to the hcp. The hcp is contemplating removal of the device; however, the pt wishes to continue with the device based on pain therapy.